Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during follow up that an increase in capture threshold was observed. Fluoroscopy did not show any lead anomaly. The lead remains implanted.